Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that two (2) boxes of IV 3000 infusion set tape are unmanageable as the thin top piece of tape covering does not peel off easily. As well, the tape gets wrinkle and starts to peel off after bathing. Skin tac or additional strips of another tape had to be used. No other complications were reported.